Manufacturer narrative:
The event date is approximate. The device serial number and manufacturing number were not provided. The complaint was received from a consumer in great britain. Manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.product not returned to manufacturer.

Event description:
A consumer reported that the 3100 series power toothbrush caught fire while charging. No injuries were reported.